Manufacturer narrative:
Correction/removal report number: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set leaked due to a broken twist clamp. This occurred during use of the device for peritoneal dialysis therapy. The transfer set was replaced. There was no patient injury associated with this event; however the patient was given prophylactic antibiotics as a precautionary measure. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.